Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is not currently available

Event description:
It was reported that a vapr electrode blocked after only being in use for a short amount of time - was unable to be unblocked and a new electrode had to be opened. Delay in surgery of a 5-10 minutes.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device is not being returned. It was discarded by the customer therefore not available for a physical evaluation. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint cannot be confirmed. A review of the device history record indicated that the batch of products was processed without incident related to the reported defect on the complaint; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point, as this failure was not confirmed, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Upon further review of this complaint, it was determined that the date of this report and the date received by manufacturer was incorrectly documented as 7/11/2018. The date of this report and the date received by manufacturer was 7/12/2018. This information has been updated accordingly. The reporter¿s facility name and address were incorrect in the initial report. The facility name has been updated from (B)(6) to (B)(6) and the address has been updated accordingly. UDI: (B)(4). The expiration date is not currently available.

Event description:
It was reported that a vapr electrode blocked after only being in use for a short amount of time - was unable to be unblocked and a new electrode had to be opened. Delay in surgery of a 5-10 minutes. Additional event information: 9/25/2018: during subsequent follow-up with the customer, additional information was obtained. The reporter clarified that the device was not re-processed or re-used. It was further reported that the suction line was hooked up to a competitor¿s suction machine. There were no patient consequences or impact to the user. However, it was reported that the issue was inconvenient. It was reported that the event occurred during a shoulder arthroscopy procedure. Correction: upon further review of this complaint, it was noted that the event occurred during a shoulder arthroscopy procedure. This information was inadvertently missed in the initial report.